Event description:
A pediatric patient was monitored with cerebral/somatic oximetry during cardiac surgery. After surgery, child taken to the cardiothoracic intensive care unit (cticu) with monitors in place. Approximately 18 hours later, the sensor on the patient's back was removed. A pea sized red discoloration with a black center was noted. Plastic surgery and wound nurse arrived to evaluate the wound.